Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) advised the caregiver (cg) that air had entered the setup. The tsr explained to the cg that the tsr had explained the alarm and possible causes of the alarm. Global product surveillance contacted hp on (B)(6), 2011. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The patient reported that there was "red stuff" in the line. Upon follow up the nurse stated that the "red' in the line was iodine. Both the minicaps and flexicaps contain iodine and is a probable source of the described iodine - and doesn't represent a disposable or manufacturing issue. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was use error.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.